Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of pulmonary embolus and dysfunctional uterine bleeding was scheduled for vena cava filter placement due to being unable to tolerate anticoagulation. The right common femoral vein was accessed and an inferior vena cavagram demonstrated a patent vena cava of satisfactory caliber to accommodate a filter. The filter was deployed in the infrarenal ivc. Completion vena cavagram demonstrated satisfactory filter position and configuration. Approximately twenty-seven days post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and contrast injection with digital imaging demonstrated a filter in place with thrombus attached to the proximal hook of the filter. The decision was made to leave the filter in place. Approximately five months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavagram demonstrated a filter in place with a slight tilt to the right and thrombus attached to the hook of the filter which increased in size since the previous exam. The suprarenal ivc measured too large to accommodate a suprarenal filter. Filter retrieval was contraindicated at this time. Hemostasis was achieved with manual pressure and the patient tolerated the procedure well without evidence of complication. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Approximately, twenty-seven days post filter deployment contrast injection with digital imaging demonstrated a filter in place with thrombus attached to the proximal hook of the filter. The filter was not removed at this time. Approximately five months post filter deployment, the patient presented for filter retrieval. An inferior vena cavagram demonstrated a filter in place and thrombus attached to the hook of the filter. It was determined to leave the filter in place. Based on the provided medical records, it can be confirmed the patient had thrombus above the filter. However, the investigation is inconclusive for any deficiency of the filter as the relationship to the thrombus is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: -caval thrombosis/ occlusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of pulmonary embolus as the patient could not tolerate the anticoagulation medication. No additional information was provided surrounding this event. The patient was reported to be hemodynamically stable at the conclusion of the filter deployment. New information received: medical records were received and reviewed. The patient with history of pulmonary embolus and dysfunctional uterine bleeding was scheduled for vena cava filter placement due to being unable to tolerate anticoagulation. The right common femoral vein was accessed and the filter was deployed in the infrarenal ivc in satisfactory position. Approximately four weeks post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and imaging demonstrated a thrombus attached to the proximal hook of the filter. The decision was made to leave the filter in place. Approximately five months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and imaging demonstrated thrombus attached to the filter hook which had increased in size since the previous exam. Filter retrieval was contraindicated at the time, and the decision was made to leave the filter in place. The patient tolerated the procedure well without complication. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and endometrial cancer requiring full hysterectomy. Approximately four weeks post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and imaging demonstrated a thrombus attached to the proximal hook of the filter. The decision was made to leave the filter in place. Approximately five months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and imaging demonstrated thrombus attached to the filter hook which had increased in size since the previous exam. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twenty-seven days post filter deployment, patient presented for filter retrieval. Subsequent digital imaging revealed that, approximately twenty-seven days post filter deployment. Eventually five months later, another retrieval procedure was scheduled. Inferior vena cavagram revealed that, filter in place with a slight tilt to the right and thrombus attached to the hook of the filter which increased in size since the previous exam. The suprarenal ivc measured too large to accommodate a suprarenal filter. Filter retrieval was contraindicated at this time. Therefore, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 09/2014), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Medical records were received and reviewed. No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of pulmonary embolus and dysfunctional uterine bleeding was scheduled for vena cava filter placement due to being unable to tolerate anticoagulation. The right common femoral vein was accessed and an inferior vena cavagram demonstrated a patent vena cava of satisfactory caliber to accommodate a filter. The filter was deployed in the infrarenal ivc. Completion vena cavagram demonstrated satisfactory filter position and configuration. Approximately twenty-seven days post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and contrast injection with digital imaging demonstrated a filter in place with thrombus attached to the proximal hook of the filter. The decision was made to leave the filter in place. Approximately five months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavagram demonstrated a filter in place with a slight tilt to the right and thrombus attached to the hook of the filter which increased in size since the previous exam. The suprarenal ivc measured too large to accommodate a suprarenal filter. Filter retrieval was contraindicated at this time. Hemostasis was achieved with manual pressure and the patient tolerated the procedure well without evidence of complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of pulmonary embolus as the patient could not tolerate the anticoagulation medication. No additional information was provided surrounding this event. The patient was reported to be hemodynamically stable at the conclusion of the filter deployment. New information received: medical records were received and reviewed. The patient with history of pulmonary embolus and dysfunctional uterine bleeding was scheduled for vena cava filter due to being unable to tolerate anticoagulation. The right common femoral vein was accessed and the filter was deployed in the infrarenal ivc in satisfactory position. Approximately four weeks post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and imaging demonstrated a thrombus attached to the proximal hook of the filter. The decision was made to leave the filter in place. Approximately five months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and imaging demonstrated thrombus attached to the filter hook which had increased in size since the previous exam. Filter retrieval was contraindicated at the time, and the decision was made to leave the filter in place. The patient tolerated the procedure well without complication. No additional information was provided in the medical records received.